Event description:
Complainant alleged that the device had been used out in the rain, and subsequently during a routine shift check by a clinician the device displayed "status 93, status 105, "status 107," and "status 110 messages. Complainant indicated that there was no pt involvement in the rpeorted malfunction.